Event description:
It was reported that the patient experienced kinked and twisting tubing. The patient had a revision on an ams 700 inflatable penile prosthesis reservoir. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted.